Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump. Subsequently, despite charging the pump for over an hour, the pump was noted to be unresponsive and stopped all insulin delivery. The customer's blood glucose level ranged from 100-150 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.